Event description:
Sorin 3t perfusion heater-cooler tested positive for (B)(6). Hospital has not identified any ntm infections in patients. The device has been sequestered and disinfected pursuant to manufacturer recommendations and continues to receive recommended activities at recommended intervals. Microbiological sampling is being done continuously and passing results are pending. Device failed water sampling testing on (B)(6) 2015. Same reporter as mw5060140, mw5060141, mw5060142, mw5060143, mw5060144.